Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and the pump was no longer functional. Reportedly, the pump screen was cracked because the customer fell on concrete. The customer's blood glucose level was 220 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.